Manufacturer narrative:
The guide wire was returned with a fracture at the proximal spring tip. Scanning electron microscopy (sem) analysis identified evidence of torsion on the fracture face as well as rotational damage to the spring tip. This evidence is consistent with the spinning driveshaft contacts the spring tip, resulting in a fracture. The instructions for use (IFU) states, keep more than 5mm of spacing between the distal end of the oad driveshaft and the proximal end of the guide wire spring tip. If the distance between the shaft tip and the viperwire guide wire spring tip is insufficient, the shaft tip may contact the guide wire spring tip and result in dislodging the guide wire spring tip. The root cause of the reported event is due to use not consistent with IFU. The material inspection report for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).

Event description:
The diamondback 360 coronary orbital atherectomy device (oad) was used to treat a 4mm, 90% stenosed, slightly tortuous, and moderately calcified right coronary artery (rca). The oad was used for five treatments on low speed. Post treatment when the oad was removed, it was observed the viperwire advance guide wire spring tip was fractured. The spring tip was still in vivo. The physician successfully removed the spring tip component by wire twining. The patient was stable.